Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure when attempting to insert the loopwire into the percutaneous stoma measuring device (psmd) it was noted to be an inclusion in the psmd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Based upon the investigation results this is now deemed reportable.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the related event of tubing stretched and necked down. A visual examination of the delivery system found the button to have been deployed. The button, red strip and black suture were not returned. The sheath tore as expected during the deployment of the button. During the evaluation the pullwire moved freely through the psmd with no resistance noted. The delivery system tubing was stretched and necked down from tensile force during placement of the delivery system. The delivery system tubing most likely received excessive tensile force during placement which caused the tubing to be stretched and necked down therefore the most probable root cause is operational context.